Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the controller was replaced to resolve the issue. The system then passed testing. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6); product ID: 9735737; product type: 2543-mnav - system. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial controller 9735824 em s8 svc 2.1.0 h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during preparation for an electromagnetic (em) case, the system displayed a "localizer faulted" error message, and the em controller was identified as faulted using print camera diagnostics. Multiple electromagnetic emitters and break out boxes were tested but the issue did not resolve. The system was rebooted, but the issue was not resolved. The probable cause was identified as a faulty em controller. The surgeon decided to move forward using a different system.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.